Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with shortness of breath and low flow alarms. The patient was on ECMO and inotropic support. The log files revealed both low flow and low speed alarms. There was a presumptive inflow thrombus. On (B)(6) 2019 the patient was taken to the operating room to evaluate the outflow graft integrity and there was a ringed gortex covering the entire length of the outflow graft from previous surgery that was causing external compression of the outflow graft. The ringed gortex was removed and the pump flows improved.

Manufacturer narrative:
Section d4 (expiration date): additional information. Section d4 (UDI): the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4).

Manufacturer narrative:
A4: additional information. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed a decrease in estimated flow and frequent low flow hazard alarms; however, a specific cause for this finding could not be conclusively determined. Although the cause cannot be conclusively determined through this evaluation, the center reported that bivalirudin was initiated and pump flows began to normalize. The patient was also taken to the operating room to evaluate the integrity of the outflow graft. The ringed gortex covering the entire length of the outflow graft from the previous surgery captured under MFR# 2916596-2018-02118 was reportedly causing external compression of the outflow graft. The ringed gortex was removed and pump flows further improved. A direct correlation between heartmate 3 lvas and the suspected thrombus and outflow graft obstruction could not be conclusively established through this evaluation. The system controller event log file contains data from 3:14am through 9:36am on (B)(6) 2019. Frequent low flow hazard alarms were captured throughout the file. For the majority of these events, calculated average flow ranged from 0.8-2.4 lpm. The system controller periodic log file contains data from (B)(6) 2019 at 5:59pm through (B)(6) 2019 at 8:58am. From the beginning of this file through (B)(6) 2019 at 2:58pm, calculated average flow ranged from 3.2-5.9 lpm with an average flow of approximately 5.2 lpm. From (B)(6) 2019 at 3:58pm through the end of the file, calculated average flow decreased to a range of 1.1-2.7 lpm and several low flow hazard alarms were captured. The center reported that the patient presented to the emergency department with shortness of breath and persistent low flows on (B)(6) 2019. The patient was put on inotropic support and va ECMO in response to decompensation due to the low flows. A cta was obtained and no outflow graft twist was identified. Tee inflow and fluro outflow testing were obtained. The patient¿s ldh was reportedly ¿not high¿. The vad team initiated bivalirudin and pump flows began to normalize. Inflow thrombus was suspected. Pump flows were reportedly in the 3s. The center later reported that as of (B)(6) 2019, the patient was unable to be weaned off ECMO and vad pump flow remained in the 3s. The patient was taken to the operating room to evaluate outflow graft integrity. The ringed gortex covering the entire length of the outflow graft from the previous surgery was reportedly causing external compression of the outflow graft. The ringed gortex was removed and pump flows improved. An outflow graft clip was not applied to the pump per the surgeon. On (B)(6) 2019 the patient was weaned from ECMO and the chest was closed. On (B)(6) 2019 the patient was doing well and was stable. The patient remains ongoing on heartmate 3 lvas and no additional complaints have been reported at this time. The hm3 lvas IFU lists peripheral thromboembolic events as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Thromboembolism is also listed as potential late postimplant complications. The IFU outlines the recommended anticoagulation regimen (including inr range) that should be maintained for patients using the heartmate 3 lvas. The IFU also contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion analysis of the submitted log files confirmed a decrease in estimated flow and frequent low flow hazard alarms; however, a specific cause for this finding could not be conclusively determined. Although the cause cannot be conclusively determined through this evaluation, the center reported that bivalirudin was initiated and pump flows began to normalize. The patient was also taken to the operating room to evaluate the integrity of the outflow graft. The ringed gortex covering the entire length of the outflow graft from the previous surgery (investigated under (B)(4), per-2018-0073772) was reportedly causing external compression of the outflow graft. The ringed gortex was removed and pump flows further improved. A direct correlation between heartmate 3 lvas, serial number (B)(6) and the suspected thrombus and outflow graft obstruction could not be conclusively established through this evaluation. The system controller event log file contains data from 3:14am through 9:36am on (B)(6) 2019. Frequent low flow hazard alarms were captured throughout the file. For the majority of these events, calculated average flow ranged from 0.8-2.4 lpm. The system controller periodic log file contains data from 17aug2019 at 5:59pm through (B)(6) 2019 at 8:58am. From the beginning of this file through 27aug2019 at 2:58pm, calculated average flow ranged from 3.2-5.9 lpm with an average flow of approximately 5.2 lpm. From (B)(6) 2019 at 3:58pm through the end of the file, calculated average flow decreased to a range of 1.1-2.7 lpm and several low flow hazard alarms were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The heartmate 3 lvas IFU (rev. A) is currently available. This IFU lists peripheral thromboembolic events as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Thromboembolism is also listed as potential late postimplant complications in section 6 "patient care and management". Section 6 (under "anticoagulation") also outlines the recommended anticoagulation regimen (including inr range) that should be maintained for patients using the heartmate 3 lvas. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information regarding the preparation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.